Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 2 was unable to close. The field service engineer (fse) found that the magnet activating the sensor had fallen out of the latch inseparable. The fse had replaced the inseparable and had recovered the storage space to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station displayed an error indicating that main drawer 2 was unable to close, although the drawer appeared physically closed. The device was restarted, but the issue persisted and the error did not clear. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care there were no adverse events or injuries reported based on this event.